Event description:
As additionally reported to coloplast, though not verified: the patient also experienced severe scar sensitivity, urgency urinary incontinence and underwent physical therapy.

Manufacturer narrative:
H6: health effect clinical code for hernia removed. The investigation determined no causal relationship between reported symptom and device. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation or IFU excluding depression, hernia, constipation, ambulatory difficulties. There is no evidence to support a specific causal relationship between altis and these harms. No further action or corrective action is required at this time.

Event description:
As reported to coloplast, though not verified: the patient with this device experienced vaginal bleeding, discharge, partner dyspareunia, dyspareunia, discomfort, suture disruption and suture removal, pelvic muscle wasting/ weakness, decreased muscle tone, sensory impairment, pelvic pain, failed pelvic floor therapy, bacterial vaginosis, pelvic pressure, bulging, additional surgery, erosion and scar tissue, vaginal odor, bacterial infection and the need for vaginal rejuvenation injections. The patient also experienced recurrent stress urinary incontinence, interstitial cystitis, additional altis implant, dysuria, incomplete bladder emptying, constipation, hernia, urinary tract infection, reduced mobility due to pain, swelling, emergency room visits, the need for IV antibiotics, mesh exposure, muscle spasm, abscess, hospital admission, myofascial pelvic floor dysfunction, centralized pain, myofascial pain dysfunction, trigger point injection therapy, major depressive disorder, mesh excision/ removal, pudenal nerve block, difficulty with daily activities and ambulation secondary to pain, hematuria, stress urinary incontinence, nerve pain, increased resting tonicity, bulkamid injection therapy, chronic pelvic pain and vaginitis.

Manufacturer narrative:
As no valid lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The restorelle device captured in d10 and the additional altis device referenced in b5 are captured under separate medwatch reports.